Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient. Patient bg (blood glucose) values reached over 600 mg/dl. Patient was admitted to the hospital for 2 days and was given a humalog insulin drip and unknown fluids. Patient was also given zithromax via IV and tablets (unknown dosage). Patient was sent home with folic acid ( 1 mg tablets) and vitamin b1 (100 mg tablets) for 30 days for both. Patient was reported to have been vomiting. Patient stated the doctor's expected it to be pneumonia, but it turned out it was a unspecified infection also.

Manufacturer narrative:
The received device had the cannula assembly not deployed. Inspection of the device found the tube nut its bottom most position and the plunger at the bottom of the reservoir. The device was never filled and never activated. No issues were found with the needle mechanism when the device was filled, activated and deployed. No issues with the adhesive pad were found that would have caused an infection. The exact cause of the skin infection could not be determined. No other defects or deficiencies were found that would result in high blood glucose levels.